Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room due to high blood glucose on unknown date with blood glucose of 354 mg/dl. Customer was in emergency room for 3 hours as a result of high blood glucose level. The customer was treated with insulin pump. The customer¿s current blood glucose level was 291 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was used at the time of event. The insulin pump will not be returned for analysis.